Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was identified through an event history log review. The cause was unexpectedly high ultrafiltration for therapy compared to other therapies. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 17:22:39. During night drain cycle five, the patient's ultrafiltration reading was 1292ml, indicating the home patient (hp) drained 1292ml more than their maximum programmed fill volume of 1800ml. No additional information is available.